Event description:
It was reported that: while ventilating a patient and performing a treatment during neoflow. The user turned on the nebulizer and within approximately two minutes, the ventilator posted a high peep alarm. After the high peep alarm, the user disconnected the patient and reconnected. The alarm went away and then came back. It was also noted that it appeared the machine was not giving breaths at the set pressure. The user tried changing modes thinking this might reset the machine. Apnea was occurring when no breaths were being delivered. The patient was switched to another ventilator. It was reported that there was no patient injury.